Manufacturer narrative:
Received one used list# mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and performed to product specifications. A device history lot# could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported the microclave is cracked and was leaking. The event occurred while the product was in use with a patient. There was no human harm reported to be associated with the event.